Event description:
It was reported that during a bronchial stenting treatment procedure the stent failed to fully deploy. The target stricture was in an unspecified bronchial location. A stent had been advanced to the target stricture; however, it was unable to be "completely" deployed. The stent was removed with forceps through the scope and the procedure was completed with another of the same device. There were no patient complications reported with the pt's current condition listed as "good."